Event description:
Boston scientific crm received information that this patient's monitoring system detected a red alert (low shock impedance) in (B)(6) 2010. The recorded values before and after the detected out-of-range (oor) value have been within normal range. The local representative and physician were notified. The red alert was reviewed by the clinic nurse on the latitude physician's web site. The available information suggests that this right ventricular (rv) defibrillation lead remains in-service. Subsequently, boston scientific crm received information from the local representative that there were no allegations or complaints against the device and no interventions were planned. Two more latitude data uploads recorded normal impedance measurements. The patient has been scheduled for routine scheduled follow-up and the next scheduled in-clinic device check will be in (B)(6) 2010.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.